Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus thailand there was the possibility that the reported phenomenon was attributed to the accidental failure of the emergency lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic colectomy using the subject device, the examination lamp did not light up and the emergency lamp was not functioned. The service department of olympus thailand checked the device and found that the emergency lamp did not function, however the other emergency lamp was working well. There was no report of patient injury associated with this event.